Manufacturer narrative:
The log files show several alarm 260 and 262 (occlusion) which are related to the breathing circuit. No technical alarm visible. Vyaire recommended testing the suspect device with a new circuit including flow sensor, performing circuit calibration, and letting it run 1-2 hours under observation. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to a vyaire representative that the bellavista 1000 alarmed "occlusion" on psv-niv (pressure support-non-invasive ventilation). The patient connected to the device struggled to breathe. The end user checked for a wet filter etc., and all seemed fine. Appropriate niv mask , circuit, and filters were used. After attempts at troubleshooting, the patient was switched to another ventilator. The customer confirmed that there was no patient harm associated with the reported event, but there was delay in treatment.

Manufacturer narrative:
Results of investigation: analysis on the logs shows that the occlusion alarms was triggered frequently without a true mechanical occlusion. The issue has been resolved with v6.0.1600.0. A flow criterion for better distinction between a true mechanical occlusion and an occlusion triggered by the patient through excessive inspiratory and expiratory breathing, resulting in a high proximal pressure reading wa added. If the pressure does not decrease due to a high exhalation flow and a positive error pressure occurs, then an occlusion alarm will not be triggered anymore. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.